Event description:
A customer reported that the time stamp on the galileo echo instrument had not changed from (B)(6) 2012.

Manufacturer narrative:
A review of the os logs system report revealed the following message: the time service has not been able to synchronize the system time for 49152 seconds because none of the time providers has been able to provide a usable time stamp. The system clock is unsynchronized. An immucor field service engineer replaced the battery. The instrument is operating as expected.